Event description:
It was reported that during a low anterior resection procedure the surgeon compressed the firing trigger until unable to fire further but no tactile and audible feedback. All staples deployed on the tissue but half were malformed. The cut line was incomplete. The washer had not been cut. The procedure was converted to open and the surgeon used hand sewing to complete. Now the patient is fine.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: how was the purse string established? Were the force to fire higher or lower than expected? What was the tactile feel when the device was closed? What technique was used for the transection? The analysis results found that the ccs29 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.